Event description:
A peritoneal dialysis pt reported solution leaked from the door when the cassette was removed. The pt had trouble bypassing the machine at fill 1. The cycler alarmed with drain complications and opened clamps. The pt reverted to manual exchanges to complete treatment. The cause of the fluid leak was unk. On (B)(6) 2013, the pt was instructed by th nurse to take the following prophylactic antibiotics from her home kit: one dose of vancomycin 1 g and one dose of gentamicin 80 mg. In f/u, the pt's pd nurse reported the pt's effluent was clear. Sample was requested.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. The complaint is deemed as unconfirmed; the companion samples did not leak during functional test.